Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence, urethral hypermobility discharge, urinary tract and vaginal infection, urgency, tenderness around the urethra, recurrent vaginal irritation, vaginal bleeding, urinary retention, blood in urine, and inflammation of vaginal mucosa. It was also reported that the plaintiff allegedly experienced mesh erosion, migration of mesh, and infection of the uterine wall. The plaintiff underwent mesh excision surgery. The device was partially explanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - 337.ams intepro y-mesh - 327.ams sparc sling system - 1.unknown graft mesh - 1.unknown sling system - 8. (B)(4).